Event description:
The customer reported falsely elevated magnesium results generated on the architect c4000 analyzer on five patients. The initial results were around 9.2 mg/dl, repeating at 2.2 mg/dl (normal range: 1.8-2.5 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
Troubleshooting performed by the customer included cuvette dry tip replacement, cleaning of parts and washing the cuvettes. The customer confirmed there has not been any further issues since this troubleshooting was completed. A review of tickets identified no contributing factors to this complaint. A trend review found no trends requiring further investigation. A review of historical data with this complaint revealed no trends, systemic issues, or non-conformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated magnesium results generated on the architect c4000 analyzer on five patients. The initial results were around 9.2 mg/dl, repeating at 2.2 mg/dl (normal range: 1.8-2.5 mg/dl). No impact to patient management was reported.